Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0tbs3, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Analysis found stim lead body conductor broken at or near the tines. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december2010) .

Event description:
Update 2016-10-12 no new information

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0tbs3, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a company representative regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient complained the device had stopped helping her bladder symptoms and a replacement was scheduled on (B)(6). It was indicated that during a replacement of the lead and battery, the healthcare provider (hcp) found the original lead had broken in half and hcp replaced that lead. It was noted that hcp was not able to remove the entire lead. There was a portion still in the patient. Hcp did place another lead on the other side of the foremen and the patient was getting symptom relief. The issue was resolved at time of the report. It was also reported that the patient did not like to exercise but they did not know what could have cause the breakage. The impedance test showed abnormal impedances across every electrodes combination that could not be clear prior to surgery.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Additional information indicates that conclusion code no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.